Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1188t competitor lead, implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported that while the patient was receiving ect (electro-convulsive therapy) for depression, the device exhibited a por (power on reset) and stopped working at the time of ect. Interrogation of the device showed the por and that the device had reached eri (elective replacement indicator) about 14 months earlier. The device stopped pacing when the programming head was applied, and no capture was noted along with undefined high rv (right ventricular) lead impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.